Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 9020421), a prowler select plus 150/5cm (606s255x /31395321), and a prowler select plus 150/5cm (606s255x/ 31411529), were used for an endovascular embolization procedure. During the procedure, the user reported stent- withdrawal difficulty (unable to) and microcatheter(s) obstruction -in patient with loss of cerebral target position. The event was reported as such, ¿impeded in microcatheter. It was reported that patient was suffered from c6 segment aneurysm of internal carotid artery, and the aneurysm size was 3mm. During process of semi-release stent assisted coil embolization of the aneurysm, the coil microcatheter (other brand) migrated outside the aneurysm. The doctor attempted to retract the stent for adjusting, but the stent was impeded in the stent microcatheter and could not be retracted, then removed the stent and stent microcatheter from patient. Physician replaced the stent and stent microcatheter with new ones to adjust the coil microcatheter position again, but still failed, then tried to withdraw the stent. It was found that the second stent was impeded in the second stent microcatheter and could not be withdrawn. The doctor removed the second stent and stent microcatheter, then switched the third stent microcatheter to complete the surgery with the second stent. The procedure was prolonged about 2 hours.¿ additional information was received on 10-jan-2025. Summary: per the event description, ¿the physician replaced the stent and stent microcatheter with new ones to adjust the coil microcatheter position again, but still failed, then tried to withdraw the stent. It was found that the second stent was impeded in the second stent microcatheter and could not be withdrawn.¿ the second stent used was an enterprise2 4mmx23mm (encr402312/ 8697544); ip-02284567. The delivery wire did not snag or get caught on the stent. Possible causes for the event or factors contributing to the event were unknown. The devices were easily removed from the patient without the need for additional intervention. It is unknown if the stent remained patent without damage. The was no evidence of physical material within the device. Relevant anatomical information was noted as, ¿the vessel was severely tortuous, the size of the aneurysm was 3 mm, and the aneurysm was located on the lateral wall of the c6 segment of the internal carotid artery.¿ patient demographics and medical history were unobtainable. The device is expected to be returned for further analysis. No further information was made available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The complaint was submitted with procedural images, which are pending further analysis. Inability to remove the delivery wire from the vessel/patient could result in vessel spasm, vessel damage or damage to the wire (including stretching, fracture or separation of the wire) and the need for surgical retrieval/intervention. There are clinical and procedural factors including vessel characteristics (i.e., tortuosity), and mechanical manipulation of devices that may have contributed to the event, rather than a device design or manufacturing issue. In this case, there were no reports of patient injury; however, the event resulted in a two-hour surgical delay. The severity is unknown. Based on this information, this event will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 10-jan-2025. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.